Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed at 9:45 am. The first trans-septal puncture was attempted at 9:54am with a non-bsc pigtail catheter, but it was difficulty and the septum was ¿floppy¿ and transseptal access was lost. At 10:09 trans- septal access was successfully performed. A watchman® access system was inserted in the groin; however, it became difficult to advance the was through the auricle. A 27mm watchman ® laa closure device & delivery system was introduced through the was but became blocked because the was was kinked at the femoral access. The closure device was not deployed and the delivery system was removed. At 10:50am, while manipulating the removal of the was a perforation occurred to the laa which led to a pericardial effusion. An antagonization of heparin by protamine (in doses) was administered and they monitored the effusion as it gradually increased. A drain was placed via a subxiphoid approach and removal of blood from the pericardial space as performed under echo graphic identification. The patient was treated with auto transfusion via a cell saver and received globular red blood cells twice. The patient remained hemodynamically stable and was transferred to the cardiac care unit (ccv) for surveillance. The patient is currently recovered and fine.